Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. Evaluation revealed that the contrast, up arrow and down arrow keypad buttons were intermittently unresponsive. The keypad buttons do not have normal spring back. There was evidence of keypad contamination found under all key contacts.